Manufacturer narrative:
Bd corporate headquarters in (B)(4) has been listed in report as (B)(4) is an OEM manufacturing site. Results: a sample was not returned for evaluation. Since neither the actual sample nor the lot number involved in the reported event were available, the manufacturing records and process inspection records of all lots (788 lots) manufactured from jan. To dec. 2016 under cat # 367283 were reviewed. No abnormality which could be related to a malfunction of safety shield was found for all lots. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. Additionally, per the customer's report, the safety mechanism was not activated prior to device disposal. Our quality engineer notes that a needle stick may have been avoided if the safety mechanism would have been activated prior to discarding the device. (B)(4).

Event description:
It was reported that a nurse did not activate the safety mechanism of a 23 g x 0.75 in needle x 12 in tubing bd safety-lok¿ blood collection and infusion set with luer adapter after drawing a patient's blood and suffered a contaminated needle stick injury as she was disposing of the device in a sharps collector. The nurse was evaluated by employee health and the patient had labs drawn. The patient had negative labs results according to icp.